Manufacturer narrative:
The (B)(4) plate assemblies have been distributed since 2005, but the same event has been never reported to us. This is the first time. The incidence of breakage of elastic sub-plate is (B)(4)%. The surgeon suspects the patient's lifestyle and inadequate maintenance postoperatively. We will keep monitoring the patient's status in the future.

Event description:
This event occurred in (B)(6). A patient was treated with maxima anterior cervical plate system on (B)(6) 2018. It was found from regular inspection that elastic sub-plates on plate assembly have been broken and screws has backed out a bit. The revision surgery or intervention was not performed. There were no strange symptoms in the patient.